Event description:
It was reported that the patient experienced two anti-tachycardia pacing (atp) therapies and three shocks due to the right ventricular lead oversensing t waves. A lead integrity alert was triggered about three weeks prior due to high rate non-sustained tachycardia episodes and an elevated short interval counter and the stored electrogram showed t wave oversensing, however, no oversensing or noise was noted during isometrics or pocket manipulation. The lead impedance and threshold measurements were within normal limits and so the sensing polarity was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drg ICD, implanted (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary : the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed non-physiologic oversensing; the sensing integrity counter was 13522 since 2013-10-09. Multiple episodes of t wave oversensing resulted in the inappropriate therapy. A lead integrity warning occurred on 2014-02-23 for high rate non-sustained tachycardia (nst) episodes and elevated short interval counts (sic).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.